Event description:
It was reported that during a renal procedure (off-label use, contrary to IFU), after successful dilatation, the catheter separated on the proximal side of the guide wire exit notch during removal. The distal segment remained in the iliac, on the guide wire. The guide wire was withdrawn slowly, and the distal segment was removed from the anatomy with the guide wire. No guide catheter was used during the procedure. No pt effects were reported.